Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for metallosis and alval. Update rec'd 6/17/2016: litigation received. Litigation alleges the patient suffers from pain, discomfort, inflammation and toxic amounts of cocr metal ions to be released into the patient's blood, tissue and bone. The doi and patient/product codes have been updated. The stem has been added. Update 10/7/2016: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated malpositioned cup, alval, metallosis, 600ml blood loss (no complications indicated, and corrosion on the trunnion. Lab levels confirmed elevated metal ion levels. The cup is being added to the complaint. Part/lot is being updated for the stem. The complaint was updated on:10/27/2016.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added:event,concomitant medical products,device evaluated by MFR. Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null, device history batch ==> null, device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.